Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys vitamin d assay results for several patient samples with the cobas e411 immunoassay analyzer compared to an unknown competitor¿s analyzer. The reporter stated the e411 gave results of <3 ng/ml. When run on the competitor¿s analyzer they obtained results between 20-30 ng/ml. It is unknown if the questionable results were reported outside the laboratory. The reagent lot number was 503178. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer replaced various parts, performed adjustments and checks. The calibration and qc data were requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.